Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve, the delivery system balloon did not inflate and the valve did not expand. Contrast was seen coming out of the delivery system where it meets the balloon and blood returned through the delivery system handle. The valve could not be retrieved into the esheath. The sheath was pulled farther back through the femoral artery and the unexpanded valve was attempted to be pulled further back into the artery, but it became stuck just below the bifurcation. The valve and delivery system were retrieved via cut down of the femoral artery. A new valve and delivery system were prepared and the valve was deployed without issue. At last report the patient was doing well. The delivery system was able to be successfully de-aired. There was normal resistance during valve alignment.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed that the flex shaft was cut approximately 2.5 inches from the handle nose cone, the crimp balloon was torn proximal to the inflation/crimp (I/c) balloon bond, balloon legs were flared out, there was ribbing on the distal flex shaft near the flex tip, and there were gouges on the flex tip. The sheath was expanded as designed, there was soft tip damage and stretching of the hdpe near the tip, a kink approximately 2 inches from the distal tip, and scratches near the distal tip were observed. During dimensional analysis, the crimp balloon double wall thickness measurements were taken proximal to the tear and were found to meet the specification. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed. Per the report, there was no de-airing difficulty during device prep. Therefore, the device likely had no issues with the balloons out of box. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). The pra identifies the increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Per the procedural training manual, valve alignment should be done in a straight section of the vasculature. Although no information was provided on the patient¿s anatomy, if the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Per the report, although there was no report of resistance during valve alignment, the flex tip gouges and ribbing on the flex shaft observed on the returned device are indicative of valve diving resulting from the high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although no information was provided on the patient¿s anatomy, if calcification or tortuosity was present, the device can more easily catch during withdrawal, especially if the balloon legs are exposed from to the torn balloon. The flared balloon leg supports that the balloon leg may have caught on patient anatomy during retrieval. In addition, it was reported that the sheath was pulled farther back through the femoral artery and the unexpanded valve was attempted to be pulled further back into the artery, but it became stuck just below the bifurcation. Pulling the sheath back would further expose the delivery system to the patient anatomy and increase the likelihood of the device catching during withdrawal. Based on available information, the complaint for balloon ¿ torn may have occurred due to patient factors (tortuosity) and/or procedural factors (high valve alignment forces). The complaint for delivery system ¿ withdrawal difficulty, from valve, vasculature may have occurred due to patient factors (calcification/tortuosity) and/or procedural factors (withdrawal of valve/torn balloon). To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. To address the emerging trend in ic bond complaints, a CAPA is being updated. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. During manufacturing, inflation balloons are 100% inspected for the following dimensions: working length; balloon diameter; proximal and distal leg ids; proximal leg od; single or double wall thickness. Inflation balloons are 100% inspected for the following: gross defects, such as dents, wrinkles, crush, mold/flash lines, uneven thicknesses, deformations, ring shapes, and crow¿s feet. Inflation balloons are 100% inspected for the following: defects, such as extrusion lines, axial/radial scratches, indentations/imprints, gel spots, fish eyes, contamination; proximal and distal leg ids; proximal leg od; single or double wall thickness. The following crimp balloon features are 100% dimensionally inspected for the following: distal length, proximal length; distal ID; proximal ID; single or double wall thickness. The balloons are 100% visually inspected for general appearance/gross defects. The balloons are 100% visually inspected for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold, and forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection is performed for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. Additionally, product verification testing was performed as a requirement for lot release. Samples were taken for testing. Visual inspection for physical defects or damage, visual inspection for tears or separation in the inflation/crimp balloon bond, functional testing for de-airing, and balloon burst pressure testing were performed. Inflation balloon/crimp balloon tensile testing was performed. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed but no manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined, but it is possible that patient (tortuosity) and/or procedural factors (high valve alignment forces) may have contributed to the reported event. Review of lot history, complaint history, and device history record (DHR) provided no indication that a manufacturing non-conformance contributed to the complaint event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. The complaint for delivery system ¿ withdrawal difficulty ¿ from valve, vasculature was confirmed, but no manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (calcification/tortuosity) and/or procedural factors (withdrawal of a valve/torn balloon) contributed to the reported events. Review of lot history, complaint history, and device history record (DHR) provided no indication that a manufacturing non-conformance contributed to the complaint event. No labeling or IFU inadequacies have been identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
During pre-decontamination evaluation of the returned delivery system, a crimp balloon tear was confirmed, there were gouges on the flex tip, there was ribbing on the distal flex shaft (near flex tip), and one balloon leg was flared out.